Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash and hives under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician made recommendations such as using a very small amount of lotion on electrodes and cleaning electrodes for the skin irritation. The patient's physician stated that the irritation was a pre-existing fungal infection. Follow up indicated that the skin irritation improved.